Manufacturer narrative:
(B)(4). The device investigation is pending. The device history record of batch number provided has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the small metal tip metallic dot of the suture, which is used to load the capio device, was detached from the suture and remain in the patient after ended surgery. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Visual inspection was performed to 1 (one) sample received of product code 833-137lp (mdk vi mf 0 tc-43/hr26 48"). The configuration of this product is bullet-needle attached to each end of suture, in this case the suture is received without these 2(two) components attached and only the needle was sent separately. Needle received contains a little part of suture still attached. Product is not received in its complete original packaging (foil and pouch) just one section of foil it received. Dimensional inspection it was performed to suture obtaining acceptable results, see form qa-sut-001/f2. The DHR reviewed showed that there were no issues related to the reported failure mode neither on the product nor its components during the manufacture of this material. Although the condition reported is observed based on sample provided where bullet it's missing, there is no sufficient evidence to assure this issue was originated during the manufacturing process. The root cause for the condition reported could not be identified.

Event description:
It was reported that the small metal tip metallic dot of the suture, which is used to load the capio device, was detached from the suture and remain in the patient after ended surgery. The patient's condition was reported as fine.